Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were not "feeling great". Patient reported that their heart rate was erratic, sometimes dropping into 30s or as high as 176 bpm. They also reported of getting some redness around the incision site, which was treated with antibiotics and an unknown ointment. The device remains in use. No further patient complications have been reported as a result of this event.